Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of failed battery test on their insulin pump. The customer's blood glucose level at the time of incident was 386mg/dl. Troubleshoot was conducted. The alarm was found to be cleared and the customer was advised to monitor device. The customer states having high blood glucose levels of 400mg/dl to 500mg/dl. The customer's blood glucose level at the time of incident was 339mg/dl. The customer was found to treat high levels with manual shot of insulin. The customer also states they have had low blood glucose levels, but not wish to troubleshoot for them. The customer is being sent out material to continue testing and finish troubleshooting.